Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14988, 1627487-2021-14991. It was reported the patient experienced ineffective stimulation. Troubleshooting was attempted to no avail. During surgery on (B)(6) 2021, the left t12 lead was observed to be fractured, the right t12 and l1 leads had migrated. In turn, the three leads were explanted and replaced to address the issue. Therapy was restored postoperatively.